Manufacturer narrative:
E1: (B)(6). Name: medtronic minimed country: united states of america street:18000 devonshire street city: northridge state: california zip code: 91325 - 1219. Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient experienced bent cannula due to insertion of cannula into insufficient subcutaneous tissue event on (B)(6) 2026. Due to the event, patient was hospitalization subsequently for greater than twenty four hours due to high blood glucose level. The patient tested positive for ketones measuring 7mmol/l. During hospitalization the blood glucose level as 553mmol/dl and treated with intravenous fluids.